Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a diagnostic procedure using a 6f sheath. Reportedly, the device got stuck in the anatomy. The footplate would not close to be able to remove the device. A cut down was performed to remove the device. The patient was given antibiotics and anesthesia, and a blood transfusion was given due to excessive bleeding. There was clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Event description:
Additional information was received: per return analysis, there was biological matter found on the device. The account confirmed there was vessel damage which was treated with surgical cutdown and suturing. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed once the biological material was removed. Device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. The patient effects of hemorrhage and vascular injury (tissue damage) are listed in the electronic perclose proglide instructions for use, as potential adverse events of use of the device. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.